Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-80891.

Event description:
The customer reported being in the emergency room due to high blood glucose of 476mg/dl, and he was treated with an insulin drip. The customer experienced nausea, vomiting, dry mouth, trouble breathing, abdominal pains, and ketones in urine. The customer stated that the reservoir kept falling from the insulin pump while sleeping, and the customer ended in the hospitalized. Troubleshooting was not performed and customer will call back for further testing. No additional information was provided.